Event description:
It was reported that the patient had her catheter removed and new catheter replaced. It was indicated that there was a possibility that the patient was twiddling her pump. It was noted that replacement was due to possible cerebral spinal fluid leak or catheter leakage because the health care provider (hcp) did not visually see any drainage come out where the catheter comes out of the space. It was noted at the patients back incision, the tissue was getting fluid underneath and when opened, the fluid was coming out. It was reported that the patient was "doing fine". The drug delivered via pump was morphine.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).